Manufacturer narrative:
The device was returned and the evaluation found the following malfunctions. Clogged nozzle prevented air supply volume and water supply volume from meeting the standard value. Stretched angle wires prevented bending angle in up direction, and play from the u/d (up, down) knob from meeting the standard value. A-rubber (bending section cover) adhesive was cracked and had white-clouded area. Adhesive around the objective lens was peeled. Adhesive around lg (light guide) lens was torn and peeled, which caused a flare streak to appear in the image. Connecting tube was scratched. C-cover (plastic distal end) was scratched. Grip was shaved. Plug unit was scratched. Protector of universal cord on control section was scratched. Protector of universal cord on s-connector (scope connector) was scratched. Control unit was discolored. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material at the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. Additionally, the following correction to g3 (date received by manufacturer) of the initial report, the aware date is 09-feb-2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) process steps proved by the customer and it is unknown if there are deviations from instructions for use (IFU) as according to the customer, it was unknown if there was any delay in the start of precleaning and there were unspecified abnormalities in the accessories used for reprocessing. Based on the results of the investigation and the information provided, it could not be specified what the foreign material was. It is unknown with the obtained information if the reprocessing was implemented in line with the IFU. Therefore, the root cause of the material remaining in the device could not be determined. The detection/prevention methods associated with the event are provided in: gif/cf/pcf- 290 series operation manual chapter 3 - preparation and inspection. Gif/cf/pcf- 290 series reprocessing manual chapter 5 - reprocessing of the endoscope. Olympus will continue to monitor field performance for this device.